Event description:
It was reported that during a laparoscopic unknown procedure, the blade was broken off inside the patient soon. The broken piece was retrieved from the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The blade was found to be broken at the discolored (blue) portion. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.